Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual analysis of the returned sample, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old female who underwent primary breast augmentation with a 700cc mentor memorygel breast implant experienced spontaneous right sided and bilateral breast pain rupture post procedure. The rupture was diagnosed through mammography and ultrasound. As a result, an explant and replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2022. The right sided issues were reported initially under 1645337-2022-10482 on (B)(6), 2022. On (B)(6), 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.